Event description:
It was reported that during central processing, the fenestrated bipolar instrument was found to have a broken wire. Due to the alleged issue with the instrument, the surgical staff used an alternate device and the da vinci procedure was completed as planned. No patient injury and no fragments fell into the patient was noted.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation confirmed the customer's reported complaint of a broken wire. The instrument pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis of the instrument. The clevis of the instrument did not exhibit any damages or marks. The other cables at the writ were not damaged. No other damages were noted on the instrument. The complaint is being reported due to the broken wire on the fenestrated bipolar instrument. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.